Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damages of the valves were determined permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The result shows that the m.blue operates not within the accepted tolerances in the horizontal position. However, the progav 2.0 operates within the specified tolerances. An slower outflow of m.blue could be determined. Adjustment test: the valves were tested and both valves are adjustable in all pressure settings. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerance. Internal inspection: after dismantling of the valves, organic deposits were found in both valves. Results: according to the results of the investigation, a reduced outflow of the m.blue in the horizontal position was detected. The visible deposits led to the functional deviation. Furthermore, visible deposits in the progav 2.0 were determined. The deposits had no effect upon the specifications at the time of the examination. The valve operated within all specifications. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
The complained product was sent to the manufacturer and the investigation has been completed.

Event description:
It was reported that a m.blue plus (#fx804t) was implanted during a procedure. According to the complainant, the m.blue plus was explanted because ceresbrospinal fluid (csf) was accumulating. The patient underwent a revision procedure. The complained product will be sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.